Manufacturer narrative:
Analysis synthesis: - based on the provided event description, it can be suspected that the power supply connector of the home monitor is damaged. - the root cause of this issue could not be determined; however, it could have resulted from the wear of the power supply connector over time or from a mechanical shock.

Event description:
Reportedly, the connector is unstable and there is a false contact.